Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications (eri) and premature battery depletion was suspected. The ICD was removed and replaced. No patient complications were reported as a result of this event.